Event description:
Quadriplegic patient with spasticity admitted for uti due to chronic indwelling suprapubic catheter. Patient was admitted with an implanted baclofen pump in place, receiving intrathecal baclofen. Six days later, the patient developed increasing severe leg spasms accompanied by tachycardia, tachypnea and hypertension. There was additional concern that the patient's severe spasticity and deteriorating condition was related to baclofen withdrawal due to the baclofen pump not working properly, empty or dose not being delivered to the intended site. The medtronic representative was contacted and the baclofen pump was interrogated, indicating an adequate supply of baclofen was present but this was questioned by providers. The patient went into cardiopulmonary arrest multiple times throughout a four hour period of time but resuscitation efforts were subsequently unsuccessful and the patient was pronounced deceased. An autopsy was requested and was performed four days later. The baclofen pump and tubing was explanted during the autopsy and was subsequently provided to a medtronic representative. Autopsy results are pending. Manufacturer response for pump, infusion, implanted, programmable, synchromed ® ii (per site reporter). They will investigate and perform an evaluation of the pump.